Event description:
A clinical specialist reported an end user experienced an issue with bioflo piccs. The customer places clamped bioflo piccs and some of the clamps are breaking during use, post procedure. The patient then needs to have the PICC replaced.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation.the customer's reported complaint description of broken clamp cannot be confirmed. No sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Additional communication from the customer stated that they do not believe this is a product issue - more of an end user issue. These clamps are not broken at the time of implant but have broken over time with long term patients. There is no context regarding this additional information like what they mean by long term patients (months vs. Years). Potential root cause for broken clamps is handling damage during device use. (L. Ryan) a review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).